Event description:
Information received from the field notes that the device interrogated in eol mode. The patient showed some sinus rhythm above the eol rate of 63 ppm. The magnet rate was doo at 80 ppm. After programming back to pre-eol settings, the magnet rate measured at 95 ppm. The device was subsequently replaced.